Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (discharge profile fault, charge profile fault) was confirmed. Upon investigation the monitor displayed a service code 102. The monitor was unable to pass incoming functional testing. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing discharge profile faults.